Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
This lead was implanted for off label use. It was reported the pt has never received effective stimulation and has not used his system in a long time. The pt does not wish to pursue any intervention at this time.